Event description:
Contact in germany reported that the ceramic tip of the mitek vapr electrode broke off during use. The fragment was removed from the joint at the time of the event and did not impact the patient incident. If this was to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.